Event description:
Reporter stated that the device's internal contacts appear to be burned. No operator injury was reported. Technical support requested the return of the suspect device and replacement was shipped.